Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. Customer was changed the set for high blood glucose level and customer was performed self test and displacement verification test and all the test were passed. The device will not be returned for analysis.